Event description:
It was reported that a patient underwent a spinal surgery on an unknown date and suture was used. While closing the wound the suture broke. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.